Event description:
Office reported that the button of the silent nite 3d sleep appliance broke off. No other information was provided.

Manufacturer narrative:
The device is expected to be returned for analysis. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information: b5, d4, h6. Patient's dob reported as (B)(6) (no year provided). The investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. Customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer reference: (B)(4).

Event description:
Office reported that the button of the silent nite 3d sleep appliance broke off. Additional information received reported that there was no harm/injury or adverse outcome to the patient. No medical intervention was required.